Event description:
The customer reported that : "we have received a report from our operating room regarding a hip replacement. Reference: (B)(4). Batch no.: 24725908. This was removed from the patient for metallosis. The additional information we have on this prosthesis is as follows: head ref: 28mm / 4 24725908. Collar ref: 5 max v40. Rod ref: impossible to see ".

Manufacturer narrative:
An event regarding alleged wear involving an unknown implant liner was reported. The event was confirmed on the basis of mar. Method & results: product evaluation and results: visual inspection: visual inspection was performed as part of the material analysis report (mar), dated 24-feb-2020 which indicated, the head and liner were returned in the assembled condition, damage consistent with the explantation process as observed on the outer articulating surface of the liner. The damage present on the articulating surface is consistent with burnishing, scratching, and third body indentations. Yellow discoloration, consistent with absorption of synovial fluid, was also observed on the insert. Dimensional inspection: not performed as device was returned in damage state. Functional inspection: not performed as device was returned in damage state. Material analysis: a material analysis has been performed. The report concluded: energy-dispersive spectroscopy was performed on stem, neck, and collected debris. Biological material was observed on the porous region of the stem. Damage consistent with contact against the neck trunnion was observed on the inner taper of the head. Burnishing, scratching, and third body indentations were observed on the outer articulating surface of the liner; these are common damage modes of uhmwpe. The neck and stem base metal were consistent with astm f1537 and astm f1813 materials. The collected debris was consistent with an oxide, a corrosion product, biological material, and the base material of the neck and stem. Based on the given information, no identifiable material or manufacturing discrepancies were observed on the surfaces examined. Clinician review: no medical records were received for review with a clinical consultant. Product history review: not performed as device is not identified properly. Complaint history review: not performed as device is not identified properly. Conclusions: the exact root cause of the event could not be determined because product is not properly identified and no further investigation for this event is possible at this time as insufficient information was received. Further information such as operative reports, x-rays, histopathology reports, patient history & follow-up notes are needed to investigate this event further. If additional information become available, this investigation will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The customer reported that: "we have received a report from our operating room regarding a hip replacement. Reference: abg ii, batch no.: 24725908. This was removed from the patient for metallosis. The additional information we have on this prosthesis is as follows: head ref: 28mm / 4 24725908, collar ref: 5 max v40, rod ref: impossible to see."